Event description:
The article, ¿valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography¿, was reviewed. This research article aimed of this study was to analyze the incidence of transcatheter valve embolization and migration (tvem) in a large cohort of patients undergoing transcatheter aortic valve implantation (tavi) and to examine embolized valves by computed tomography (CT) late after tavi. This research article reported a case study 84-year-old female patient that had a 27mm portico valve implanted. Post implant the valve migrated after valve was released. The final transcatheter heart valve position was noted to be in the ascending aorta. A valve-in-valve was performed using a 23mm sapien 3. At 9 months follow up computerized tomography (CT) scan revealed upper crown protruding into the aortic wall. The article concluded tvem represents a rare complication of tavi. Follow up-CT detected no pathological findings requiring intervention. [The primary and corresponding author of this article henryk dreger, md, 1medizinische klinik mit schwerpunkt kardiologie und angiologie, charité ¿ universitätsmedizin berlin, berlin, germany].

Manufacturer narrative:
As reported through a literature article, ¿valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography¿, a 84-year-old patient that had a 27mm portico valve implanted. Post implant the valve migrated after valve was released. The final transcatheter heart valve position was noted to be in the ascending aorta. A valve-in-valve was performed using a 23mm sapien 3. At 9 months follow up computerized tomography (CT) scan revealed upper crown protruding into the aortic wall. The article concluded tvem represents a rare complication of tavi. Follow up-CT detected no pathological findings requiring intervention. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.